Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event. The harmonic ace instrument was inspected prior to use and found no abnormalities. There is no known incidence wherein the instrument collided with any other instruments or other hard material during the surgical procedure. The fallen fragment was retrieved laparoscopically using another instrument. No tests were required on the patient to attempt to locate a missing fragment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a partial dislodgment of the teflon pad damage at the clamp arm. No missing material was confirmed at the compromised area.

Event description:
It was reported that during a da vinci-assisted distant gastric cancer resection surgical procedure, the user observed that the harmonic ace instrument's teflon pad broke. A piece fell inside the patient's body and the entire piece was retrieved. The user completed the procedure using the backup instrument with no further issue reported.

Manufacturer narrative:
The harmonic ace instrument was requested to be returned for failure analysis testing, but the instrument has not yet been received as of the date of this report. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image showed the harmonic ace instrument's teflon pad with obvious damage.